Event description:
It was reported that pt received ceramic on ceramic hip products some time last year. The pt is experiencing "squeak". Pt was revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.